Event description:
On 02-jul-2025, pentax medical became aware of an event involving a pentax medical video colonoscope model ec38-i20cl, serial number (B)(6) in (b)6) united states. During an endoscopic procedure, it was reported that smoke was emitted from the endoscope. The light limit mode was not enabled. A representative from pentax medical explained that enabling the light limit mode can prevent smoke emission from the endoscope, and the customer accepted this explanation. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Pentax medical america performed a good faith effort (gfe) to gather additional information regarding this event and responded to the following questions via email on 03-jul-2025. - was the procedure for treatment or diagnostic purposes? Yes. - was the product in question used to complete the procedure? Yes. - was the patient recalled for further screening? No. - if no, will the patient be recalled for further screening? No (procedure complete). - what is the current status of the patient? Procedure complete. - was the product removed from circulation immediately after the failure/event occurred and subsequently called in for service/replacement? No. - device current location and status? In reprocessing. - was there any visible adherence of blood or debris on the illumination lens of the endoscope? No. - was the oe (optical enhancement) mode used during the procedure? No. - was there a significant accumulation of blood or ongoing bleeding observed inside the patient's body? Yes. - if yes, was the bleeding caused by the endoscopic procedure itself (e.g., perforation)? Patient had many polyps that caused a lot of the bleeding. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: b4: date of this report - updated. G6: follow up #1. H2: if follow-up, what type? - updated. H3: device evaluated by manufacture- "no" to "yes". Evaluation summary: pentax medical re-evaluated the necessity of MDR submission and determined that the event does not meet the criteria for reportability. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed.